Event description:
It was initially reported by a company representative that a vns patient underwent generator replacement surgery, dye to prophylactic replacement. The explanted generator was returned to the manufacturer and underwent analysis. Analysis of the returned generator indicated the unit was found to be at end of service. The supply current for the generator were found to not meet the specifications due to an increased current consumption for the device, potentially contributing to a premature end of life condition. The increased current consumption was isolated to a leaky capacitor. With the capacitor substitution for reported capacitor, the pulse generator module performed according to functional specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor.

Manufacturer narrative:
.